Manufacturer narrative:
The product was not returned, therefore, it is difficult to determine the cause of this report. The patient followed the labeling an conducted periodic monitoring of bg levels as recommended in the user manual. There was no adverse event. The DHR was reviewed and did not show any abnormal events or trends from manufacturing and testing. The lot met all acceptance criteria.

Event description:
Father called for the daughter who is the patient. The omnipod was placed at 8 am when she awoke and her bg reading was 319 at that time. He gave her a 1.95u bolus for breakfast and a 0.75 bolus for a correction. In a 1/2 hour, she ate 49 cho. Two hours later, her bg reading was high and she gave herself a bolus of 1.2u and removed the omnipod.